Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm occurring due to the power module backup battery, serial number (B)(6), was not confirmed. The returned power module backup battery was placed within a known working test power module unit, and the power module displayed a green battery light as intended. The unit was tested for an extended period, and atypical alarms/statuses were unable to be reproduced throughout all testing, even after multiple power cycles of the unit were performed. The power module backup battery was also able to operate a mock loop when ac power was disconnected from the test power module as intended. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records (DHR) reside with the original equipment manufacturer (OEM). However, the battery was observed to have passed initial manufacturing testing per the greatbatch manufacturing test datasheet. The heartmate power module instructions for use (IFU) (rev. C, sections 4.0 ¿power module [pm] backup power¿ and 5.0 ¿power module [pm] alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm indicates that the backup battery has less than 5 minutes of power remaining. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery was alarming. The battery alarmed on a new power module as well.